Event description:
It was reported by service report that the side rail could not latch in the raised position; fowler was stuck lowered and could not be raised. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler; gas spring trip.